Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/12/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
The product has not been returned. The product investigation is pending. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a ischemic ventricular tachycardia (isvt) procedure with a smart touch unidirectional catheter in which the case was cancelled as the patient suffered a cardiac tamponade which did not require intervention. The patient¿s medical history is unknown. The patient did not require extended hospitalization. During the procedure, the physician wanted to do an ablation near the septum of the left ventricle. The physician reached the region where he wanted to ablate. He then had problems with visualizing the catheter. The catheter visualization was striped. The physician wanted to ablate and looked at the fluoroscopy image to verify he was stable at the position. He started the ablation and the visualization of the catheter was still bad. The catheter visualization started to jump. They repositioned the back patches as far as possible and started a new map. However, they had the same problem again. He stopped the ablation and a few seconds after, the patient¿s blood pressure lowered and the patient felt bad. The procedure was cancelled as it looked like the patient had a small effusion which did not need to be treated. There was no difficulty in manipulating the catheter. The patient received two ablations before the event. The rf generator was set to temperature control mode. The power setting was set to 30w and the flow setting was set to 30ml/min. The act was maintained at 300-350. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is not procedure or device related. The patient had a reaction against the propofol used. Per 21 cfr, part 803, this complaint is reportable.